Event description:
It has been reported to philips that wireless footswitch did not work. The system was in clinical use. No harm has been reported. A philips engineer inspected the system remotely and identified that battery indicator was off and wifi indicator was flashing red. The user continued the procedure using a wired footswitch. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in diagnosis procedure when the wireless footswitch does did not work and battery indicator was off and wifi indicator was flashing. The procedure was completed using the wired footswitch instead of the wireless footswitch. The philips engineer checked the system and confirmed that the led indicator connector board could be defective. Fse removed the connector and the system started working normally. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a corrective action (z-0648-2022). Philips has attempted to obtain patient information. However, the customer has not provided the requested information. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-2021/11/22-010-c, which addresses the causes associated with the reported malfunction.